Event description:
The customer obtained "no result" on two samples from a single patient on (B)(6) 2009, using vitros amon slides on a vitros 350 chemistry system. The customer interpreted the (B)(6) sample as being elevated, and reported a result of greater than analyzer range. The laboratory notified the physician that they were confirming the results at an alternate laboratory. There were no reports of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that vitros amon quality control results for the timeframe of the event were acceptable. The investigation found no evidence to suggest that the vitros 350 did not operate as intended. The (B)(6) sample produced "no result" on the neat sample as well as on multiple dilutions. The customer interpreted the result as "> 500 umol/l." The vitros 350 reportable range for amon is up to 500 umol/l. An alternate method obtained a amon result of the reference interval. A second sample drawn from the patient on (B)(6) produced similar results. The customer has provided no additional information and no further investigation is possible. The root cause of this event is unknown.